Event description:
Siemens became aware of a malfunction with the artis zee floor system. During an emergency procedure, the system mode change to bypass and no x-ray was available even after system restart. The patient had to be transferred to a different facility. There are no indications of any adverse effects on the health status of the involved patient. Siemens has requested additional details in order to conduct an investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, and system log file analysis. It was initially reported that during emergency procedure, x-ray release was no longer possible. The system message "no xray: try again" was displayed. Nevertheless, stand and table movement were still working as intended. No indications of any adverse effects on the health status of the involved patient were communicated. Investigation showed that hospital power supply was not available. The system switched to the uninterruptible power supply (ups); however, the ups of the customer was not designed to provide the necessary power for the generator that produces x-ray. The operating instructions contain adequate information regarding the ups in chapter 13.4.2 system emergency power supplies. After the power supply of the hospital had recovered, the system was switched back to the hospital power and the system worked as intended again. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device; the system did not cause the situation described nor contribute to it. No product deficiency could be identified. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.